Event description:
The customer reported being hospitalized for diabetes ketoacidosis. The blood glucose reading was over 300 mg/dl. It was stated that the customer had a urinary tract infection and cysts, which it contributed to her high blood glucose level. Troubleshooting was performed. The fixed prime test passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.